Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose was 33 mmol/l with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. An occlusion alarm issue was reported. During troubleshooting, it was reported that the patient was reusing/refilling cartridges and over- and under-cycling during setup. There was no indication or allegation of a device issue. This complaint is being reported because the reported health event was attributed to a device use error.